Event description:
It was reported that the medical assessment was that the patient's death was not related to the vns. No further relevant information has been received to date.

Event description:
It was reported by the physician's office that the patient had passed away. It was later reported that the patient had a lot of health problems and that the death wasn't reported to the physician until a month after the patient passed away. No further relevant information has been received to date.